Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of an amia pd cycler set disconnected from the cassette component inside the door of the amia cycler. This occurred during fill six of six of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The patient clamped off the line, disconnected for the day and called the pd clinic to inform their nurse of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.